Event description:
It was reported that during the implant procedure, the helix was defective. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned. The helix was fully extended and the distal conductor was distorted within the connector. The distal conductor has been over-retracted. The lead was stretched and the inner tubing was kinked/buckled. (B) (4) distal conductor distorted.